Event description:
During an wolff-parkinson-white/supraventricular tachycardia ablation procedure a intellanav mifi open-irrigated was selected for use. The patient was being ablated for a mid-septal accessory pathway, during ablation a steam pop occured. The physician was aware that the patient was on ablation a long time and was aware of the risk that this could happen. There was no char or coagulum found on the tip of the device and no notable increase in impedance. The irrigation flow rate was 30ml/minute. The procedure was completed. The patient was expected to fully recover. The device will not be returned, as it was disposed. The suspected cause was the time of the ablation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.